Manufacturer narrative:
It was reported that gas was leaking from the o2 hose. Identification of issue has been done by analyzing problem description, service report and attached photo. According to the information provided by the technician, the inspection was performed and leak was found from o2 hose connector. The o2 hose was replaced. The purpose of the o2 hose is to supply oxygen to the ventilator. The gas supply pressure is checked during pre-use check. If the oxygen gas supply is reduced during ventilation, insufficient ventilation may follow. Alarms will be raised if set alarm limits are violated. The issue was decided to be reported as malfunction of o2 hose may lead to stop of ventilation or low o2. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: (B)(6) 2016. Corrected manufacture date: (B)(6) 2016. Previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm reported. Manufacturer's ref #: (B)(4).